Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During introduction of a 3.00 x 38 synergy ii drug-eluting stent into the guide catheter, the stent shaft snapped into two. The procedure was completed with another 3.00 x 38 synergy ii drug-eluting stent. No patient complications were reported.